Manufacturer narrative:
(B)(4). The actual sample involved has been received for evaluation and the investigation is ongoing at this time. A follow up report will be submitted when the investigation results become available. (B)(4).

Event description:
As reported by the user facility: reports power cord was thermally damaged where extension and power supply meet.